Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg, implantable cardioverter defibrillator (ICD), (B)(6) 2010; 6943-65, implantable tachy lead, (B)(6) 2000. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial (ra) lead lost capture and had high impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the atrial lead fractured. No patient complications have been reported as a result of this event.